Event description:
The customer reported that during a routine check of the iabp, unit was not augmenting when start button was initiated. The customer could hear the pump cycling as if it was augmenting but no movement was reported. It is unk if there was any patient involvement.

Manufacturer narrative:
The company representative replaced the (assy safety disk english) as a precaution. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The device history record (DHR) for the iabp has been reviewed. There are non-conformance noted in the DHR related to the reported event. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).